Event description:
New information notes that it was high pacing impedance.

Manufacturer narrative:
Correction: serial number was chl019956 not chw044977 in d4 and h4 and high pacing impedance was noted.

Event description:
It was reported that during implant device interrogation revealed failure to capture and high impedance on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.